Manufacturer narrative:
Batch review performed on 24 august 2020: lot 1910872: (B)(4) items manufactured and released on 06-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Other device involved in the event. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 lot. 1811894 (k170452) batch review performed on 24 august 2020: lot 1811894: (B)(4) items manufactured and released on 29-may-2019. Expiration date: 2024-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with other 2 similar reported event.

Event description:
Luxation of the reverse medacta shoulder on 12.8.2020 (liner from glenosphere), patient called the surgeon and came the same day to the hospital, after it could not be repositioned by closed reduction the surgeon decided to do a revision surgery (2 months after primary surgery). Only the liner was swapped.